Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Event description:
During hip arthroscopy procedure the tip of the optical broke within the patient; leaving within the joint. The physician reported that the patient is well and without pain. So for now, the fragment remains in the patient, there will not be another surgery to remove the piece that remains in the patient. This device was sent to the customer on (B)(6) 2008.

Manufacturer narrative:
An evaluation was performed on the returned product and could not confirm the customer complaint for the tip missing. Additional information was obtained from the customer. The customer confirmed the device was sent to an unauthorized repair shop before it was sent back to smith & nephew. No evaluation can be performed because the scope has been repaired so no root cause can be determined as why the tip fell out of the scope. Additional information was requested about the history of the scope however, the customer has not responded. No further investigation is required at this time. (B)(4).